Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with 20 mg/dl. The customer also reported a discrepancy between the sensor glucose and blood glucose. Customer's sensor glucose value was 110 mg/dl while blood glucose was 60mg/dl. The customer was feeling weak due to the low blood glucose. The customer was admitted to the emergency room and was hospitalized due to low blood glucose. Troubleshooting was performed and the customer allege that the insulin pump was over delivering the insulin. The customer was using an insulin pump within 48 hours of the reported low blood glucose event, and the auto mode smart guard feather was active. No further patient complications were reported. The event involved product(s) mmt-242a, mmt-1884, mmt-332a, and mmt-7040a. The customer will continue using the device and the pump will not be returned for analysis. No product return is expected for mmt-242a, mmt-332a, and mmt-7040a.